Manufacturer narrative:
Plant investigation: a product history review was performed. A review of the complaint management system identified 1 additional complaints related to conductivity issues with the reported lot. A review of the product inventory records for lot no: 20lxac063 indicated that 2220 cases of finished product were manufactured for distribution with no noted non-conformances. After reviewing the finished product release summary, it was determined that 20lxac063 met release specifications. As of 12/03/2020 no samples were returned. Samples are not needed to confirm the allegation. Through other complaint allegations of the same issue for lots: 20lxac056, 20lxac058, and 20lxac076, there were companion samples available for testing which were tested at both the oregon and irving laboratories and results were found to be conflicting. Due to the conflicting results found between the laboratories, the oregon test methods were reviewed and a deficiency was found in the test method pertaining to the sodium and potassium analyte tests. Because of the deficiency found in the test method, it was determined that lot: 20lxac063 did not meet release specifications and the allegation conductivity low was confirmed. In conclusion, 20lxac063 release testing was found to be compromised due to the deficient test method. A non-conformance was opened for allegations of conductivity issues and escalated to a corrective action preventative action (CAPA). Based on the investigation performed, cause was traced to manufacturing.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A fresenius field service technician (fst) reported on behalf of a hemodialysis clinic that a batch of naturalyte was resulting in low conductivity during testing/set-up prior to initiating treatment. There was no patient involvement reported. Additional information has been requested, however, no responses have been received.